Event description:
Customer reported a no delivery alarm. The customer's blood glucose was 300 mg/dl. The customer has treated their blood glucose with the insulin pump. Troubleshooting found insulin was able to exit during a fixed prime. A bent cannula was also found during troubleshooting. The customer was advised the no delivery alarm may have been caused by the bent cannula. It was also found the alarm was resolved by an infusion set change. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).